Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time a completed questionnaire was received. (B)(4).

Event description:
A customer reported a patient experienced inflammation one day after a phacoemulsification surgery with intraocular lens (iol) implant. A pars plana vitrectomy was performed with rinsing of the anterior chamber and cleaning the vitreous turbidity. The iol was explanted and an iridectomy with chamber drainage was performed. Hospitalization was prolonged as a result of this event. Attempts have been made to obtain additional information, at this time, a completed questionnaire was received. This is one of four medical device reports being filed for this customer. This report is for the first patient.